Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reey2674 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported ¿ catheter folded in half inside vein ¿ placement and wire advanced, no blood flow after wire retracted, would not flush, removed and catheter was kinked at ½¿ depth¿. No other information was provided.